Manufacturer narrative:
Please review attached for investigation results.

Event description:
It was reported that surgical procedure was significantly extended since sureshot targeter didn't work after connecting to the contorller. The information on the interface showed "targeter invalid or broken tool, please exchange". No backup device was available, finally the c- arm was utilized to complete the surgery. No adverse patient outcome was communicated.